Event description:
Patients daughter called stating 5fu pump started alarming last night around 1200. Pump reading occlusion. She called number on pump. Unable to troubleshoot pump. Advised to shut pump off and call clinic in am and have pump evaluated in clinic which she did.